Event description:
Additional information was received from the patient. They were urinating sometimes every 15 minutes .this was not due to normal battery depletion. The cause was not determined. They got relief within 2 weeks of taking their prescription. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Removed a0720 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had a total knee replacement surgery on march 3rd and the device wasn't working. Patient stated they were having a lot of trouble so they went to their healthcare provider (hcp)'s office last thursday and the hcp changed the program and patient was doing a lot better but it could be that they were doing "somewhere better". Patient stated they called their hcp told them to adjust it themselves. Patient tried to turn on the smart programmer but only getting "100%" on the screen, reviewed on how to turn on smart programmer. Patient was able to adjust setting as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the symptoms were not controlled since (B)(6) 2025 knee surgery. Their doctor had them on 10 mg elavil to see if it would help. They were very disappointed and upset. The cause was unknown. The patient stated its hard to leave their house now due to extremely constant urination. Various programs and intensity tried to no avail. Elavil began (B)(6) 2025, it could take 2 weeks to help. Issue was not yet resolved.